Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 16 mg/dl and 102 mg/dl. Customer had symptoms of hypoglycemia at the time of the reading of 16 mg/dl (sweaty, incoherent). Customer's wife treated customer with ice cream and tested customer at 102 mg/dl. Customer felt fine at this time. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer does not have strips to return. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.